Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. (B)(4).

Event description:
Reported via 2017 cardiovascular intervention and therapeutics conference. It was reported that slow flow occurred. A rotablator burr was selected for use. During ablation, slow flow occurred. Consequently, nitroglycerine coronary injection was done and an intra-aortic balloon pump was inserted. The procedure was then completed. No further patient complications reported and the patient's condition was stable. During follow-up after 9 months, it was confirmed that there was no problem with the patient's condition.